Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this once it has been completed. Investigation

Manufacturer narrative:
This is a duplicate report of 1818910-2013-17047. This report,1818910-2013-11551 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-17047.

Event description:
Patient is displaying patella crepitus. And the surgeon has indicated arthroscopic correction of the crepitus.